Event description:
It was reported that on an unknown date (within the last few months) a patient required a thyroid surgery involving a coolseal reveal, and it is unknown if the patient had any complications during the procedure but the tech confirmed that the patient was sent home post procedure. Then then patient returned to the ER and waited 3 hours to be readmitted (causes are unknown) the patient was reported as¨ bleeding too much¨ and the patient later died. The cause of the death is unknown and it is unknown what were the symptoms that required the patient to come back to the ER. The date of the death is unknown.

Manufacturer narrative:
D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.